Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device sounded rough during drilling. There were no delays to the planned surgical procedure as a spare identical device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the motor was heating up fast, the locking sleeve was stiff and the device mad an unusual noise due to a broken drive shaft. It was determined that this was indicative of applying extreme force while in use. The assignable root cause was determined to be due to wear from excessive force, from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.